Event description:
It was reported that the user experienced persistent hypoglycemia while using the ilet and requested a refund after prior difficulties, stating they could not recover from low glucose and that the situation was dangerous. Symptoms included hypoglycemia. Outcomes included no reported hospitalization or long-term injury. Investigation included customer support review and troubleshooting with education. Investigation of this case revealed no device malfunction identified based on available information and no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.